Manufacturer narrative:
During follow-up, the patient's authorized daughter reported the patient had no bleeding, injury, or difficulty using the product. She said her mother found no defects or malfunction with the ultram14 product.

Event description:
Intermittent catheter patient's (user) authorized daughter said the patient was hospitalized due to another bad urinary tract infection (uti) while using the ultram14 catheter. The patient's daughter reported her mother was admitted to the hospital on (B)(6) 2020, given antibiotics intravenously to treat the uti, and released from the hospital on (B)(6) 2020. The patient recovered completely and feels fine.